Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome as the leads had pulled out and were twisted with the implantable pulse generator (ipg) within the pocket. The physician suspected an infection and the system was explanted. No further patient complications have been reported as a result of this event.